Event description:
During the leadless pacemaker (lp) system implant procedure, while attempting to release the fixated lp from the delivery catheter, resistance was experienced and the lp was dislodged from the tissue. The lp remained connected to the catheter. The system was explanted and a new catheter was used to implant the lp. The patient was in stable condition.